Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. No unexpected insulin flow blocked alarm noted. Device received with pillowing keypad overlay and cracked case behind the device at the battery compartment. (B)(4).

Manufacturer narrative:
Information has been corrected which was not correct in the initial report. The information has been provided with this report. (B)(4).

Event description:
The auto mode feature was not active at the time of incident.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2020. Blood glucose reading was 440 mg/dl. The customer alleged that insulin pump was under delivering insulin. The customer stated that insulin pump had insulin flow block alarm. The customer was treated with manual injection at the hospital. Auto mode feature was active at the time of incident. The insulin pump will be and reservoir will not be returned for analysis.